Event description:
During evaluation of a returned spectrum infusion pump, the device did not recognized an open door. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation the device did not recognized the open door state. The cause was identified to be a failing lower latch switch, the lower auxiliary which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.